Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the stimulation was helping the patient but they were hoping to program it higher in their back. The patient had been using group a 100% of the time. Reprogramming was performed to improve coverage (group b program 1 was set to 0-3+, pw 45,0 r 40, and a 1.1 for right back/buttocks/thigh and group b program 2 was set to 8-10+, pw 450, r 40, and a1.2 for left back/buttocks/thigh.) The impedances were tested and there was an issue. Electrodes 4,5,6,13, 14, and 15 showed as orange/avoid and electrode 12 was red (40,000). It was confirmed that the patient had not had a fall. No surgical intervention was planned. No further complications were reported.